Event description:
It was reported the lead adaptor exhibited noise. The leads were explanted and replaced. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119551.